Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned. The device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported a patient being unhappy with their post-operative outcome at near and intermediate after cataract surgery with an intraocular lens (iol) implants. No additional information provided. There is no report of affecting daily living activities. Additional information was received on (B)(6) 2015 from the surgeon stating the patient has good uncorrected distance vision of 20/20, but poor intermediate/near vision. The patient is constantly complaining of not being able to see up close. The surgeon reports the surgery was perfect with no complications. The correct lens was chosen but the lens itself is not providing good intermediate and near vision. Patient is hesitant on having other eye implanted with a lens due to results of this eye and the cost.